Event description:
It was reported that the foley catheter was found blocked so that a new urinary catheter was replaced on (B)(6) 2023. On (B)(6), the catheter fell out from the patient. Upon checking, it was found that the catheter balloon was empty. When the user injected it again for testing the balloon, some liquid leaked from the injection valve. Then a new catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure and also might be contribute by no drainage eye or user related (salt accumulation). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was found blocked so that a new urinary catheter was replaced on (B)(6) 2023. On (B)(6), the catheter fell out from the patient. Upon checking, it was found that the catheter balloon was empty. When the user injected it again for testing the balloon, some liquid leaked from the injection valve. Then a new catheter was replaced.